Event description:
A surgeon reported that the us oscillation failed during a cataract with iol surgical procedure. There was no patient harm reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).